Event description:
Reporter alleged the customer had discrepant results when comparing the compact system memory with his diary. Reporter stated the customers last four readings from the system were recorded as 208, 215, 128 & 124 mg/dl however customers diary recorded the results of 208, 559, 295, & 116 mg/dl. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.